Manufacturer narrative:
(B)(4). Two filled units were received for evaluation. No defects were observed during visual inspection. The flow rates were found to be within the specification during flow test. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that incomplete/under infusion was experienced in a small volume folfusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.